Event description:
Total left hip replacement with johnson & johnson depuy pinnacle-sector ii-acetabular cup, pinnacle cancellous bone screw & s-rom metal on metal femoral head ref # (B)(4) for pinnacle cup-sz mm 52- ref # (B)(4) for pinnacle bone screw surgery performed at (B)(6) memorial medical center in (B)(6) by (B)(6), m.d. Problems following surgery: left leg length discrepancy - approx 1 1/2" longer than rt leg. Continuous pain, grinding noise, popping noise contributed to more lower back pain. Surgery on lower back on (B)(6) '06-3 fusions. After back surgery, pain continued until revision surgery on (B)(6) 2007 -separate report for that surgery- during surgery on (B)(6) 2007, medical records showed infection at site of implantation, blood clotting, abnormal bone growth. (Same pt as (B)(4)). Physical therapy - '05 - present.